Event description:
As reported: "drill tip broken during procedure."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction: please refer to section h6 (health impact code). The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned drill could be confirmed based on the catalog # and the lot # marked. The drill is broken at the tip; the detached fragment was not returned. The surface of the breakage gives indication of a sudden brittle fracture, resulting from excessive bending and/or torsion load. Dimensional and material integrity inspections showed the device to be within specification. Based on investigation, the root cause was attributed to an user related issue. The breakage was most probably a result of excessive load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "drill tip broken during procedure."